Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the intraoperative puncture of the radial artery, it was found that the radial artery puncture needle of a 6f 11cm 0.021-inch avanti + catheter sheath introducer kit was difficult to enter the guidewire with a jerky sensation, and the soft-tipped end of this guidewire was not soft enough, which could easily damage the vessel. When entering the radial artery sheath, the radial artery sheath was found to be of poor quality, easily bent and deformed. The head end of the sheath did not fit the guidewire closely, and there was a gap, which could easily cause vascular injury. Because of the poor quality of the radial artery sheath, it was difficult to puncture the patient. When the patient returned to the ward after the operation, he was found to have swelling of the operated limb, and the ultrasound of the artery of the upper limb suggested thrombosis of the right radial artery. This was considered to be related to the poor quality of the radial artery sheath causing vascular injury. The hospital reported this case as a serious injury adverse event to the china nmpa directly. The patient had undergone coronary angiography with two catheters. There were no additional reports of patient injury. The device will be returned for evaluation.

Event description:
As reported, during the intraoperative puncture of the radial artery, it was found that the radial artery puncture needle of a 6f 11cm 0.021-inch avanti + catheter sheath introducer kit was difficult to enter the guidewire with a jerky sensation, and the soft-tipped end of this guidewire was not soft enough, which could easily damage the vessel. When entering the radial artery sheath, the radial artery sheath was found to be of poor quality, easily bent and deformed. The head end of the sheath did not fit the guidewire closely, and there was a gap, which could easily cause vascular injury. Because of the poor quality of the radial artery sheath, it was difficult to puncture the patient. When the patient returned to the ward after the operation, he was found to have swelling of the operated limb, and the ultrasound of the artery of the upper limb suggested thrombosis of the right radial artery. This was considered to be related to the poor quality of the radial artery sheath causing vascular injury. The hospital reported this case as a serious injury adverse event to the china nmpa directly. The patient had undergone coronary angiography with two catheters. Additional information was requested but not provided. There were no additional reports of patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during the intraoperative puncture of the radial artery, it was found that the radial artery puncture needle of a 6f 11cm 0.021-inch avanti + catheter sheath introducer kit was difficult to enter the guidewire with a jerky sensation, and the soft-tipped end of this guidewire was not soft enough, which could easily damage the vessel. When entering the radial artery sheath, the radial artery sheath was found to be of poor quality, easily bent and deformed. The head end of the sheath did not fit the guidewire closely, and there was a gap, which could easily cause vascular injury. Because of the poor quality of the radial artery sheath, it was difficult to puncture the patient. When the patient returned to the ward after the operation, he was found to have swelling of the operated limb, and the ultrasound of the artery of the upper limb suggested thrombosis of the right radial artery. This was considered to be related to the poor quality of the radial artery sheath causing vascular injury. The hospital reported this case as a serious injury adverse event to the china nmpa directly. The patient had undergone coronary angiography with two catheters. Additional information was requested but not provided. There were no additional reports of patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18254637 presented no issues during the manufacturing process that can be related to the reported event. The reported ¿needle resistance/friction inner lumen, mini guidewire resistance/friction, mini guidewire damaged, catheter sheath introducer (csi) kinked/bent, and vessel dilator incompatibility/fit with sheath, and thromobosis¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Factors such as vessel anatomy, user handling, and concomitant devices could be a contributing factor. Additional force and manipulation of the catheter sheath introducer (csi) when attempting to insert may have also been a contributing factor the reported event. If the csi is not flushed properly with heparinized saline or a suitable isotonic solution as per the instructions for use (IFU), blood flow can clot. In addition, patient factors (which were not specified), such as comorbidities and hypercoagulability could have attributed. Percutaneous insertion of devices into vessels can cause disruption of the of the vessel walls. This triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.